Manufacturer narrative:
Section d9 updated due to part return. Section h6 evaluation codes updated due to part return and evaluation. Method - additional code added. Section h3 device evaluation summary: updated due to part return and evaluation. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator stopped ventilation, shutdown and the alarm sound. The evaluation for the reported issue was performed by a third party service provider, tokibo (tkb). Tkb found the main control board had a cracked c92 capacitor and provided an image for analysis. The main control board was replaced and the unit was returned to normal use. One control board was received for failure analysis. Based on the previous image provided and inspection of the part returned, it was identified that the c92 capacitor was cracked. The cause of the event was isolated to a cracked c92 capacitor on the control board. Analysis determined that the control board serial number was prior to the implementation of a change to address c92 failures. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The image of the replaced part was returned for analysis. Section h6 evaluation code method and result additional codes added conclusion code remove d02 and add d01 h3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator stopped ventilation, shutdown and the alarm sound. The evaluation for the reported issue was performed by third party service provider tobiko (tkb). Tkb evaluated the unit and found the main control board had a cracked capacitor (c92). The main control board was replaced and the unit was returned to normal use. From the image provided, the capacitor c92 was found to be cracked throughout, indicating a potential short. If an c92 failure were to occur while in use on a patient the ventilator response would have a loss of power/ventilation to the unit. The cause of the event was isolated to damaged capacitor c92 in control board. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator stopped ventilation, shutdown and the alarm sound. The evaluation for the reported issue was performed by third party service provider tobiko (tkb). Tkb evaluated the unit and found the main control board had a cracked capacitor (c92). The main control board was replaced and the unit was returned to normal use. A damaged c92 would lead to a loss of power/ventilation for the unit. With the information available, the likely cause of the event was isolated to a fault in the main control board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator stopped ventilation, shutdown and the alarm sound. The patient was removed from the ventilator and placed on an alternate ventilator without injury.